Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with catheter manipulation had likely contributed to the reported tip separation. The applied stress would exceed the product design limit when the catheter tip was being caught and restricted its movement by heavily calcified cto. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that a pci was performed to treat a severely tortuous, heavily calcified cto in the proximal rca. The tip of an asahi microcatheter came off while trying to cross the cto. The separated tip was stented. The pci was completed by stenting the lesion. There were no adverse patient effects associated to the remaining tip.